Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint that "the autopulse platform ((B)(6)) stopped compressions" was confirmed during the archive data review. The customer was unable to recall whether the platform displayed any advisory messages or faults during use; however, a review of the archive data showed the autopulse platform stopped compressions due to fault code 16 (timeout moving to take-up position) during active operation around the customer's reported event date. The fault code 16 was unable to be replicated during functional testing at the zoll service depot. The root cause of the intermittent occurrences of fault code 16 was determined to be the defective drivetrain motor, likely due to a defective component or aging of the device. The autopulse platform was manufactured in march 2015 and is over 7 years old, exceeding its expected service life of 5 years. The defective drivetrain motor will be replaced to remedy the fault. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Functional testing failed due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering up the platform, unrelated to the reported complaint. A load cell characterization test was performed and verified that load cell # 1 was defective, and it needs to be replaced to address the ua07 advisory message. During further functional testing, it was noted that the encoder driveshaft was stiff and did not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The drivetrain motor including the clutch plate will be replaced to address the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (s/n (B)(4)) stopped compressions. The customer was unable to recall how many compressions were performed before the platform stopped. Also, the customer was unable to recall whether the platform displayed any advisory messages or faults. The ems crew switched to manual CPR until a second autopulse platform was used to resuscitate the patient. No consequences or impact to the patient. After the call, the autopulse platform was tested and functioned as intended.